Event description:
It was reported that during a lobectomy procedure, an error code 5 occurred. When the doctor tried to check whether tissue was attached to the blade, the blade broke off outside the body. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 8/6/2008. Info anticipated, but unavailable at this time.